Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a saline mentor smooth round moderate profile 475cc breast implant and experienced deflation and excess skin and change in breast shape compared to the left breast implant on the right breast implant. The deflation was diagnosed by the healthcare professional by the physical examination. As a result, the patient had undergone removal and replacement with a saline mentor smooth round moderate profile 475cc filled to 570cc on (B)(6) 2018.

Manufacturer narrative:
On 04/25/18, it was reported to mentor that device evaluation and investigation have been completed. Devices were received without fluid. White foreign material was observed within device and no material on shell surface. Device appears intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).